Event description:
The customer observed a falsely elevated alinity I free t4 for one patient. The following results were provided (reference range: 0.70-1.48 ng/dl): initial free t4 result= 1.78 ng/dl; repeat result= 1.06 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p70 that has a similar product distributed in the us, list number 07p70, with 510k number k173122. Section a patient information: refer to section b5 for complete patient information.